Manufacturer narrative:
(B)(4). Batch # l5538m. Conclusion: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing with white reload. Changed reload but still had the same issue. Changed device to complete the procedure. There were no adverse consequences for the patient reported.